Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that while using the accolade direct anterior instruments, the right rasp handle broke while doing primary right hip on a patient. The surgeon was able to complete the case without delay or any adverse consequences to the patient or user and instrument will be returned for investigation.